Manufacturer narrative:
Upon detailed investigation, it was also found that the video connector was cracked. A definitive root cause cannot be identified. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the cable leak. A device history review was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): "warning: - the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during device evaluation that the camera head cable boot had a leak. There was no patient involvement.